Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. Evaluation summary: the reported condition of a colleague infusion pump with a bad pump mechanism was confirmed by baxter personnel during product evaluation. The root cause was assigned to a air in line board failure. The air in line board was replaced, recalibrated, and verified to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with " pump mech bad". This event occurred during programming/setup in "med surge" . This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.